Event description:
Medwatch (B)(4). A facility reported that during a surgical procedure, the perforator did not stop when surgeon finished drilling through the skull and tore the dura. Dura was repaired and procedure proceeded without any additional reported event.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The disposable perforator (ID 261221) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.